Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the hospitalized for large ketones. Upon arrival to the hospital, the customer was tested for ketones, but was not admitted, because they did not meet the hospital's standard for diabetic ketoacidosis. The customer was sent home the same day, and advised to drink lots of fluids, and food. The customer contacted their clinical diabetes specialist, and healthcare provider and received assistance with increasing basal settings, and changing the correction factor. The customer stated that the changes in settings normalized blood glucose levels, and helped get rid of the ketones.